Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during use. The home patient (hp) stated that he thought the alarm occurred after the first drain cycle. The hp had not disconnected, but had powered the hc machine off when the alarm had occurred and then completed the therapy manually. The hp stated that he was dry when he did the first manual exchange. The hc display then read end of therapy. The technical service representative (tsr) had the hp press go to remove cassette. The hp to notify the peritoneal dialysis nurse. The alarm was cleared and therapy ended. No patient injury or medical intervention was indicated at the time of the initial report. During a follow-up with the hp, it was found that he did not notice any abnormalities or defects with the supplies. The hp stated that there were no disconnections. The stated that he did report this to his nurse. There was no patient injury or medical intervention associated with this event.